Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received by manufacturer.

Manufacturer narrative:
The unit was not available to the manufacturer for evaluation as stated in the information provided since it was discarded by the customer. Therefore, the claimed condition was not confirmed. Discarded by user facility.

Event description:
It was reported that the interpulse handpiece with coaxial high flow tip was being used in a total knee procedure when the tip flew off. It was confirmed that nothing fell into the surgical site. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the interpulse handpiece with coaxial high flow tip was being used in a total knee procedure when the tip flew off. It was confirmed that nothing fell into the surgical site. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.